Event description:
Patient required a revision surgery on (B)(6) 2019. Approximately 2 years after the primary surgery on (B)(6) 2017, the patient's glenosphere came off. The surgeon explanted all components, including a 40mm centered glenosphere with screw, a humeral cup, and a humeris stem, and replaced them with a shoulder system from a different manufacturer.